Event description:
It was reported that the patient presented during avier vr implant procedure. During procedure, it was noted that the leadless pacemaker could not fixate completely. The reported device was not installed and the procedure was completed with an alternative device on (B)(6) 2022. The patient was in stable condition.